Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using cartridges for greater than 3 days. Tandem technical support informed customer that cartridges filled with humalog insulin should be changed out every 48 hours per the user guide. System check with tandem technical was not able to be completed at time of call; however, multiple attempts were made by technical support to follow up with the customer, but no response was received. Customer's blood glucose was 224 mg/dl.